Event description:
The customer reported via phone call that they went swimming while connected to the insulin pump. The customer reported a button error alarm occurring after the moisture exposure. The customer's blood glucose was unknown. Customer also stated they lost the insulin pump's battery cap while on vacation. Troubleshooting could not occur as the customer did not have a battery cap for the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the motor also, found corroded keypad traces. However, all buttons functioned properly and no button error alarm during our testing. No moisture damage on the electronic stack, battery tube and vibrator assembly. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. The insulin passed displacement test and self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube window, cracked case at the reservoir tube window corner and peeling address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.